Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip caught in the chordae, causing the chords to rupture. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade of 4. The first clip was implanted in a2/p2. There was cleft laterally to the clip, so it was decided to use a second clip. The second clip delivery system (cds) was advanced to the mitral valve and during the attempt to clip the cleft, the clip became entangled with chordae. Troubleshooting was performed and when the clip was being removed, the clip tore some chordae, but the clip was able to be removed. This clip was not implanted. Two additional clips were deployed to further reduce mr but were unsuccessful. Three clips implanted with no reduction in mr, mr remained at 4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported image resolution poor was due to procedural circumstances. A cause of the clip caught on chordae could not be determined. The reported tissue injury was due to the difficult to remove as chordae was torn while attempting clip removal. A cause of the reported unchanged mitral regurgitation (mr) could not be determined. The reported patient effect of tissue injury and mr as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.